Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were missing data points on the continuous glucose monitor graph. Reportedly, the reported issue resolved after the customer pressed the wake button on and off. Blood glucose was 115 mg/dl.